Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this device had no longevity allegation and was functioning normally. This device remains in service. No adverse patient effects were reported. Boston scientific received information that this pacemaker's longevity decreased due to atrial tachy response (atr) activity and high atrial sensing as confirmed through engineering analysis. Boston scientific technical services (ts) recommended device reprogramming. There no known intervention as of this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker's longevity decreased due to atrial tachy response (atr) activity and high atrial sensing as confirmed through engineering analysis. Boston scientific technical services (ts) recommended device reprogramming. There no known intervention as of this time. This device remains in service. No adverse patient effects were reported. Additional information received indicates that this device had no longevity allegation and was functioning normally. This device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's longevity decreased due to atrial tachy response (atr) activity and high atrial sensing as confirmed through engineering analysis. Boston scientific technical services (ts) recommended device reprogramming. There no known intervention as of this time. This device remains in service. No adverse patient effects were reported.